Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch, resulting in the customer experiencing a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer consumed carbohydrates to address bg. Customer will continue to use the current pump for insulin therapy.